Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, an imaging evaluation was unable to be performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailability of medical record/ relevant imagery provided for evaluation. A review of the device history record did not provide any indication that a manufacturing non-conformance contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including leaflet impingement in a highly calcified native valve. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. All these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets. For this case, without additional information/imagery/medical report, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No device or labeling problem was identified during the evaluation. Therefore, no corrective or preventative actions nor product risk assessment escalation is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 1 year post transfemoral tavr procedure with a 26mm sapien 3 valve in the tricuspid position, one of the s3 valve leaflets was frozen and the patient underwent a valve-in-valve procedure. No other information was shared for this patient.